Event description:
On (B)(6) 2011, the pt reported that on (B)(6) 2011 while driving, she "went out" and lost consciousness. She was assisted by police and was given juice and her blood glucose increased to her target range. She stated, her blood glucose was "30 something" mg/dl. Her normal blood glucose level is 100 mg/dl. She stated, the infusion device was delivering too much insulin. She stated, the basal rate was programmed at 1.5 u/h and she decreased it to either 1.1 u/h or 1.2 u/h. She is unsure if she pressed the check button twice to confirm and save the basal rate changes. When she woke up, the basal rate was set at 1.5 u/h. The infusion device was replaced and requested to be returned for evaluation.